Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged alarm not audible issue could not be verified.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusions occurred, however, the pump did not declare audible alarms. Customer's blood glucose ranged between 240-320mg/dl. Reportedly the customer continued to use the pump for insulin therapy.